Event description:
The customer received questionable results on ion selective electrode (ise) sodium (na), ise potassium (k), and ise chloride (cl) for four patient samples. Of those four, three samples were found to have been erroneously reported outside of the laboratory. All results are in mmol/l. Patient 1 had an original cl result of 121.7, accompanied by a data flag. The customer reported the original cl result as 122. The sample was repeated on cobas 6000 c501 analyzer serial number (B)(4) and generated a repeat cl result of 99.8. The repeat result was deemed to be the correct result and the customer issued a corrected result of 100. There was no adverse event. Patient 2, a (B)(6) male, had an original na result of 129, accompanied by a data flag. This result was reported outside of the laboratory. The sample was then repeated on cobas 6000 c501 analyzer serial number (B)(4) and generated a repeat result of 138. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient 3, a (B)(6) male, had an original na result of 129, accompanied by a data flag; which was reported outside of the laboratory. The patient also had an original cl result of 115.8, accompanied by a data flag; which was reported outside of the laboratory as 116. The sample was then repeated on cobas 6000 c501 analyzer serial number (B)(4) and generated repeat na results of 137, which was deemed to be correct. The repeat cl result from cobas 6000 c501 analyzer serial number (B)(4) was 98.5. The repeat cl result was reported out as 99, and was deemed to be correct. There was no adverse event. The lot of na and cl electrode in use was not provided by the customer. The field service representative could not determine a cause. He checked the instrument and performed a precision check, which passed. The instrument was operating within specification.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation. Calibration, qc, and system checks were within specifications. A hardware and/or systematic issue can be excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
On further follow up, it was determined the serial number of the instrument involved was (B)(4).